Manufacturer narrative:
Manufacturing records for the bioglue used were not reviewed as a definitive lot number was not provided. A review of the available information was performed. Per the initial report, the patient underwent an aortic dissection repair where a vascular graft placement took place. A few months later a perigraft seroma/fluid retention was observed around the proximal suture line of the vascular graft where the bioglue was previously applied. During the patient¿s hospitalization, redness appeared on his/her body surface and a slow leak was observed from the median sternotomy incision. There was a slow leak around the anastomosis, and fluid drained externally onto the skin surface. Sterile fluid was seeping through the anastomosis. A rethoracotomy was performed. Only a minimal amount of bioglue was applied to the false lumen, as the surgeon has been reminded to use the minimal amount necessary. There is no evidence in the case report which indicates, bioglue caused the perigraft seroma. Per the additional information provided, it states that a j graft open stent graft was used. The j graft ¿consists of a distal stented part that is made of a polyester tube with oval shaped nitinol stents, and a proximal unstented graft¿ (ma et al. 2015). Per a two- case report published in 2009, perigraft seroma has been reported in a variety of vascular procedures, and frequently occurs after the use of both a polyester and of polytetrafluoroethylene (ptfe) grafts (kondo et al. 2009). In both cases in the report, the grafts were placed without the use of a sealant. There is insufficient evidence to determine if the perigraft seroma is related to bioglue, j graft, or the anastomotic line. There is no indication following research to date that a perigraft seroma following cardiac procedures, especially aortic, have been caused by bioglue. Based on the information available at the time of this report, it is not possible to determine a definitive root cause of the observed complications. The instructions for use provide guidance that the slow resorption of excessive amounts of bioglue has been associated with sterile inflammatory response requiring explant of the material. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received, following replacement of the ascending aorta in which bioglue was applied to distal suture line, proximal end of suture line, false lumen proximal, and distal end, "a few months later perigraft seroma/fluid retention was observed around proximal suture line of vascular graft, where bioglue was previously applied. Reportedly, it is not atheroma, but sterile fluid collection. Redness was also observed around upper sternum and drainage is being done."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received, following replacement of the ascending aorta in which bioglue was applied to distal suture line, proximal end of suture line, false lumen proximal, and distal end, "a few months later perigraft seroma/fluid retention was observed around proximal suture line of vascular graft, where bioglue was previously applied. Reportedly, it is not atheroma, but sterile fluid collection. Redness was also observed around upper sternum and drainage is being done."